Event description:
It was reported that during the removal the tip broke off of the final tightening driver and the draw rod.

Manufacturer narrative:
Method: not applicable.results: no product issue related to the reported event was found with this product, so this is a concomitant product. Conclusion: no product issue related to the reported event was found with this product, so this is a concomitant product.

Event description:
It was reported that during the removal the tip broke off of the final tightening driver and the draw rod.